Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device showed an error while trying to submit an rx verify request. The facility had experienced an internet outage throughout the day. The technical support specialist (tss) checked and found that the cabinet was offline in logmein application. The customer was informed that the error was due to the internet issue, and the request would only work once the internet was restored. As a temporary workaround, the customer was advised to use the "stat" option to issue medications if the internet problem continued. The tss continued to monitor the facility and later observed that it was online in rss and syncing in my q link and update was also shared with the customer. The system functioned as intended after the technical support specialist advised about the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user faced error while trying to do rx verify request. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.